Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: neither samples nor photographs were received for this complaint. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned at a later date, this complaint will be reopened for further investigation. A DHR review could not be completed as no lot was provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the balloon at the end did not properly inflate. It was only a partial inflation of the balloon. There was patient involvement, but no patient harm/adverse event reported.

Event description:
Patient details were provided. There was required medical intervention reported, but no patient harm.

Manufacturer narrative:
A2, a3a, a5, a6: updated. B1, b2, b5: updated. H1, h6 - impact code: updated. D9. Date returned to mfg: 09-oct-2024.